Event description:
Three flat pe hc liners of the same lot number did not clip into the cup. A liner of the same size but different lot number was used without any problem. Reference # MFR 3005180920-2013-00125.